Event description:
The user reported a clear cut of the catheter at transducer level while handling the device.

Event description:
The following was reported: "tube was broken inside package."

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) vamp jr. System in open package. Vamp system was not used. Pediatric tubing was completely broken off from solvent bond joint with shut-off valve (one-way stopcock). Rough and uneven surfaces were observed at broken tubing ends. The contamination shield was also detached from vamp reservoir. Both flexture arms of the plunger were completely broken. As the result plunger t-cap was separated from plunger. (B) (4)